Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor and sensor connection. It was reported that the customer's blood glucose level was 95.4mg/dl. It was reported that there was no needle to the sensor. It was reported that the electrode was noted to be bent. It was reported that the customer would follow up with healthcare provider.